Event description:
Midway through the surgery the unit began pumping at a high rate. The hosp staff was not able to control the pressure. They immediately shut the unit down and a replacement unit was brought in to complete the case. The replacement unit operated as intended and surgery was completed without further difficulties. The pt did not experience any injuries or complications.